Event description:
Event description guidant received information that this device was electively replaced. During the procedure, a competitors atrial and ventricular leads were abandon surgically due to noise. The noise from the leads resulted in pacing inhibition. The patient was pacemaker dependent. No adverse patient effects were reported.